Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and on the setscrew, the connector, grommet, and setscrew were damaged, and there was an indication the setscrew was loose/detached. Additionally, the set screw had a rounded socket, and the set screw was in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure while screwing the lead into the device, the thread screw mechanism broke. It was also reported the break may have occurred due to the pressure placed with the screwdriver. A different device was implanted and no patient complications have been reported as a result of this event.